Event description:
Reporter alleged a glucose results of "lo" (<10 mg/dl) with an undosed test strip on the s active system. The customer reported no symptoms and took no action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.